Manufacturer narrative:
A field service engineer (fse) went onsite and replaced the power management (pm) printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was down due to a faulty power management (pm) printed circuit board assembly (pcba). It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their unit was down due to a faulty pm pcba. Onsite service is pending for the replacement of the pm pcba.